Event description:
It was reported the patient was presented with cardiogenic shock. While in the cath lab, the md inserted a super arrow-flex sheath. The iab was prepped per instructions. As the iab was being inserted, the membrane began unwrapping. As a result, the sheath and iab were removed as one unit. The md inserted another sheath and iab without incident. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.